Event description:
Nellcor puritan bennett received a call from a rep of home medical on 05/07/1999. Home medical called to report the following problem: unit won't cycle with all leds on constant single tone alarm. No pt harm.